Event description:
It was reported that when using the bd pyxis¿ anesthesia station es was expected to pop only one pocket when retrieving medications; however, it opened the entire drawer containing 12 pockets. The customer mentioned that no hardware failure icon was displayed on the machine. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station should pop only one pocket when they take the medications but it opens the whole drawer with 12 pockets. A field service engineer verified the issue and confirmed that mini drawer pockets 1.3 and 1.5 were opening fully. Using hardware test application (hta), unplugged and reconnected each mini pocket individually to isolate the fault. Identified pocket 1.8 as the bad engine causing incorrect operation of all pockets. Replaced the engine, rebooted the system, and ran firmware updates to restore functionality. The system functioned as intended after the field service engineer repaired the device.